Manufacturer narrative:
Additional information: the site did not consider the pump related to the event. The site used another manufacturer's outflow graft to negate from bleeding experiences and this is a common practice for the site. The site does not return the pump when they do not see the relation to the event occurred. The patient subsequently died. After the initial implant he struggled with gastrointestinal bleeding, changes in anticoagulation, arrhythmia and right ventricle failure which made him critically ill. After the pump exchange, the patient expired with acute abdominal ischemia. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by site.

Event description:
It was reported by a vad coordinator that pump exchange occurred. Site notified about complete occlusion of outflow graft (used not our graft during initial implantation, but not mentioned which one). There isn't anymore information for now. Investigation is ongoing.